Manufacturer narrative:
.

Event description:
The customer reported a vent inop condition; pressure sensors failure. No patient involvement / harm was reported.

Manufacturer narrative:
Follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.